Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-april-2024, it was reported by the patient that infusion set tubing was leaking at adhesive within 24 hours of use. High blood glucose level was 300mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.